Manufacturer narrative:
Initial reporter is synthes sales representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022, during an unknown procedure, the driver tip broke during the final process of insertion of a polyaxial screw. The tip of screwdriver remained in the screw head, and it was not possible to remove. The screw is in the correct position and a rod and set screw were implanted. The full construct of a one level fusion was successfully completed. This report is for one (1) expedium spine system quick connect si poly driver. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. The product was returned to us cq for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the distal tip of the xpdm quick-con si poly scwdrvr had broken off. The broken piece of the tip was not returned. The embedded device condition reported cannot be confirmed as no postoperative radiographic images were provided. No other issues were identified. No new additional information can be added after reviewing the images provided. The dimensional inspection was not performed due to the post manufacturing damage. The observed condition of the xpdm quick-con si poly scwdrvr was consistent with a random component failure that may have been caused by exposure to excessive/unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the distal tip of the xpdm quick-con si poly scwdrvr was observed to be broken. While no definitive root cause could be determined from the available information, it is probable that the distal tip of the xpdm quick-con si poly scwdrvr was broken due to the exposure to excessive/unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A review of the receiving inspection (ri) for xpdm quick-con si poly scwdrvr was conducted identifying that lot number mi56551 was released in one batch. Batch1: lot qty of (B)(4) units were released on 03 may 2017 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There was no surgical delay reported.